Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted. However, once the straddle position was reached, after applying the m/l knob, and during steering maneuvers, an incorrect bending (unintended movement) was observed. Therefore, a decision was made to remove the clip. However, while retracting the clip delivery system (cds) into the sgc, resistance was encountered. It was noted that after visualizing the incorrect movement of the cds during the steering maneuver and removing the cds from the sgc, the blue markings were observed to be misaligned. The clip was removed from the patient. Once removed, it was observed that the polyester coating of the implant was damaged. Therefore, a new clip was prepared for use. The new clips was inserted and successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.